Manufacturer narrative:
Other applicable components are: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving 30 mg/ml bupi vacaine at 22.216 mg/day and 10 mg/ml dilaudid at 7.405 mg/day via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient was not getting the expected therapy effect. A dye study was attempted in (B)(6) 2017, however they could not aspirate the catheter. The pump was not filled following the dye study and the pump was currently alarming due to an empty reservoir. It was unknown if the patient missed a refill. A catheter revision was being completed on (B)(6) 2017. Additional information was received from a manufacturer representative (rep). The initial reporter was the patient. The pump was not electively filled. The patient had "plenty of twisting" of the catheter and it was replaced. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp did not have the patient's weight available and the pump was working and being titrated upward.